Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: the actual device was returned for evaluation. Quality engineering evaluated the device and the reported condition was confirmed. The assignable root cause was traced to improper handling which is user error. H4: the date of manufacture was available. UDI: (B)(4).

Event description:
It was reported that the craniotome device burr was stuck in it. During in-house engineering evaluation, it was determined that the triggers on the device the burr was stuck in the handpiece device. A piece of broken cutter was stuck inside. The device was taken apart and it was noted that excessive corrosion, medical debris in the locking mechanism assembly and preventing the lock tabs from releasing the cutters which caused the failure. The broken cutter was examined using magnification and rechecked on an optical comparator. A full assessment of the device could not be performed due to the condition of the cutter received. The piece of the cutter was broken off below the laser marking. The cause for cutter getting stuck was likely due to debris and residue preventing the lock tabs from moving into place. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in the surgical procedure, or if a spare device was available for use. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.